Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the port of chamber vc26 was clogged. The fse cleared the port which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.